Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received a "resume" alarm while asleep and requested assistance. Customer's blood glucose was 420 mg/dl. Customer was advised that insulin may have been suspended accidentally while asleep. Customer was assisted. Customer declined troubleshooting.